Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer had a broken handle and a broken electrical cable cap. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary (B)(4): the programmer was returned and analysis confirmed the customer comments that the handle on the upper case was broken and that there was a broken power cord door (electrical cable cap). Analysis also found a loose electrocardiogram connector. (B)(4).

Event description:
It was reported that the programmer had a broken handle and a broken electrical cable cap. The programmer was returned for service. No patient complications have been reported as a result of this event.